Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose was a value displayed as "high". A manual injection of insulin was administered to treat bg level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.